Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue. The commode seat with lid exhibited two sizeable cracks (each roughly 11" in length) along both the left and right sides of the seat, each of which ran from near the front of the seat all the way to the rear of the seat. The crack along the right side was more complete and appeared more prominently. The cracks went all the way through the seat and appeared to follow the pattern of the plastic molding on the underside of the seat. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Consumer (nephew) states there is a crack going from the front of the seat to the back on both right and left side. Consumer has applied two layers of duct tape on the crack so that she can continue to use the product without being pinched until the replacement comes in. No additional information provided.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer (nephew) states there is a crack going from the front of the seat to the back on both right and left side. Consumer has applied two layers of duck tape on the crack so that she can continue to use the product without being pinched until the replacement comes in. No additional information provided.